Event description:
It was reported that tandem mobi pump generated cartridge alarm during use. Blood glucose displayed ¿high¿ but no exact value was provided. Customer treated high blood glucose with correction injection using multiple daily injections, did not seek help from third party, and later successfully loaded cartridge and resumed insulin therapy after technical support confirmed cartridge alarm 30, and issue was considered resolved.